Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable component is: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger (serial# (B)(4)) revealed there was a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was bent. As a result the patient was unable to charge the ins and the ins died/stopped producing stimulation. A new desktop charger was sent to the patient. No further complications were reported.